Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. The service engineer (se) inspected the device and confirmed the reported issue. The se performed touchscreen calibration and the issue was addressed the device passed all testing.

Event description:
It was reported that the ventilator screen was frozen. No patient involvement. The event date was not specified; estimate used.